Event description:
The following was reported to hamilton medical ag: summary: device enters ambient mode and alarms with teqr_bmmonitoring logged in errorlog.

Manufacturer narrative:
Hamilton medical ag comes to the following conclusion: investigation ongoing.